Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during insertion of the dialysis catheter in femoral, the guide is dysfunctional. The catheter was removed and replaced with a new catheter. No medical consequences for the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring-wire guide for evaluation. The catheter was not returned. Visual inspection was performed and the spring wire guide was found to be kinked in several places and the weld was broken off on the proximal end, causing it to unravel. Part of the inner core wire was attached to the proximal weld. The both wire fracture surfaces were examined and determined to have been caused by brittle fracture. The length of the spring wire guide was found to be within specification, suggesting no pieces are missing. The spring wire guide outer diameter was also found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The product instructions-for-use (IFU) that are packaged with this product states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement the catheter should be withdrawn 2-3cm relative to the spring wire guide and another attempt should be made to remove it. If resistance is felt again the spring wire guide and catheter should be removed simultaneously. Applying undue force may cause the spring wire guide to break. (Con't). The customer reported issue of resistance between the spring wire guide and catheter was confirmed during sample investigation. The returned spring wire guide was found to be unraveled due to the inner core wire breaking at the proximal tip. A DHR review was performed and no relevant findings were identified. The probable cause of this issue could not be determined as the catheter was not returned for evaluation.

Event description:
The customer alleges that during insertion of the dialysis catheter in femoral, the guide is dysfunctional. The catheter was removed and replaced with a new catheter. No medical consequences for the patient.